Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated.

Event description:
It was reported that the patient experienced recurring incontinence with his artificial urinary sphincter (aus). A revision surgery was performed and a hole in the cuff was identified; therefore, it was removed and replaced with a new cuff. The patient had a good outcome, his aus will be reactivated in a few weeks.